Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: right unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with an unknown saline breast implants which the left side deflated after implantation. The issue was diagnosed during the visual examination. As a result, patient underwent bilateral removal on (B)(6) 2018. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered.

Manufacturer narrative:
On (B)(6) 2018 mentor became aware that the device initially reported on (B)(6) 2018 was a non mentor device. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).